Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the pulse generator exhibited atrial undersensing on the freeze capture. There were no other electrical anomalies. No intervention or additional information was reported.